Manufacturer narrative:
The device, which was used in a procedure, was not returned for evaluation. A relationship between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Factors that are known to contribute to the alleged fault/failure may include shipping damage, a component failure, or handling. If the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.

Manufacturer narrative:
B1 (adverse event) and b2 (required intervention to prevent permanent impairment/damage): should be empty.

Event description:
It was reported that during a meniscal repair surgery, when the fast-fix was placed in the joint space, both anchors and suture ends fell out of delivery system without any deployment. The anchor did not deployed through the meniscus and they were removed from the joint space. There was a delay of under 30 min and the procedure was completed using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during surgery when the fast-fix was placed in the joint space, both anchors and suture ends fell out of delivery system. There was a delay of under 30 min and the procedure was completed using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.